Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the mobile power unit (mpu) (serial number (B)(6) patient cable was confirmed via product analysis. The mpu was inspected at the pleasanton service depot. During visual inspection, damaged black connector threads were observed on the patient cable. The mpu was plugged into an ac power source, powered on, and went through a self test as intended. The mpu was connected to a mock loop and ran for several days without any issues. The customer was provided with a repair quote to replace the damaged patient cable; however, payment was not received. As a result, the mpu was returned to the customer site unrepaired and was labeled ¿not for human use.¿ multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the observed damage was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit (serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 entitled "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was sent to the service depot for a functional checkout. The service depot found an issue with the patient cable and it needed to be repaired.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.